Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h4; h6 visual examination of the returned product identified indentations from previous uses on the strike plate. Nicks, gouges, and scratches were noted to the device body. Threaded tip is confirmed fractured and shows to. Fractured tip was returned with the device for review. Threads show no deformation damage. Tool marks are noted between the threads and fracture point. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported by the surgeon that while a shell was being impacted, the screw broke that was connected to the inserter. The surgeon was able to retrieve all parts. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.